Event description:
It was reported that a proultra tip #5 separated in the packaging. No injury resulted.

Manufacturer narrative:
The device was returned, visually inspected, and found the have separated approx 21mm from the bend. Also, a DHR review was conducted with no abnormalities noted.